Manufacturer narrative:
Additional information: d4 lot number; h4 device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical system corporation (omsc), japan (returned to omsc on 2021-10-09). The evaluation/investigation at omsc confirmed that the hf cable is broken. Age-related wear and tear in connection with a repeated tensile/bending load most likely caused the wires inside the cable to break causing the reported electric sparking when the hf generator was activated. According to the article¿s lot number, the hf cable was manufactured in august 2018. It is assumed that the hf cable was used longer than the 12 months the cable is designed for. Thus, this event/incident can most likely be attributed to age-related wear and tear in connection with improper handling by the customer and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the hf cable broke emitting sparks. The intended procedure was completed using a similar device and there was no report about and adverse event or patient injury.